Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that in december 2015 the patient had abdominal pain and redness at the percutaneous lead (driveline) exit site. A computed tomography reflected increased fat stranding and drainable fluid collection. An incision and drainage was performed by CT surgery. The patient remained on minocycline and IV meropenem at discharge, then ultimately transitioned to oral bactrim and minocycline in (B)(6) 2016. The event date has been estimated. No additional information was provided.